Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient was driving home from a baseball game with his son and took a wrong turn. His son thought that was strange and that the patient's behavior was off. His son ended up calling the patient's wife and a friend of theirs to grab juice. The patient's friend brought the juice to where the patient was and called the paramedics. The continuous glucose monitor (cgm) was reading 133 mg/dl at the time, and the patient did not have a means to test his blood glucose but indicated that he had to be somewhere in the 30's mg/dl symptomatically. It was indicated that 10-15 minutes after drinking the juice, his blood glucose went back up to 102 mg/dl. When the paramedics arrived, they checked his vitals and took a glucose test. Additionally, the patient stated that he had a cortisone shot 2 days prior to the event and thinks that it might have contributed to the event because his blood sugars were higher than usual. At the time of contact, the patient was at home and doing okay. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. It was reported the patient has not calibrated the dexcom system at least every 12 hours. Dexcom labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, resulting in you missing a severe low or high glucose event.